Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through receipt of revision operative notes. Revision operative notes state the patient had elevated metal ions within the blood stream. Notes that there were signs of osteolysis on the proximal femur. However, the femoral stem was examined and appeared to be well fixed at the proximal femur as well. The taper was found to be intact, but had some signs of underlying corrosion. The cup was removed without bone loss. Cup was then placed in about 20 degrees of anteversion. Utilizing 3 screws; however, the fixation of these were not great due to some osteoporosis. The hip was checked and found to be stable. The patient was noted to have very poor external rotators in the soft tissue around the hip and the decision was made to keep the patient in the brace for an additional six (6) weeks postoperatively. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This product was not removed during the revision procedure; therefore, the explant date should be blank.

Manufacturer narrative:
Cmp (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Concomitant medical products: unknown continuum cup p/n unknown l/n unknown; unknown biolox ceramic head p/n unknown l/n unknown; unknown liner p/n unknown l/n unknown

Event description:
It was reported patient received a revision procedure eight years post-implantation due to elevated metal ions in the blood stream, osteolysis, and corrosion. On aspiration of the hip, a very dark brown fluid was discovered. It was also discovered that no tissue was remaining in the external rotators area. The femoral stem was well fixed but there were signs of osteolysis. The taper also had some signs of underlying corrosion. The head and cup were removed and replaced. Attempts to obtain additional information have been made; however, no more is available at this time.